Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4 had failed to stay closed due to issues with read, write, or invalid cubie memory, and it was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's full-height cubie drawer 4 had failed to stay closed due to issues with read, write, or invalid cubie memory, and it was unable to recover. The field service engineer (fse) resolved the issue by replacing the inseparable latch magnet, which had been missing on the latch, and verified functionality. The system functioned as intended after the field service engineer repaired the device.